Manufacturer narrative:
Additional information received on (B)(6)2019: infusion set: autosoft 90; insulin: humalog

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 400-500 mg/dl. Reportedly, the sites were changed to address the issue.